Event description:
In 2005, the dr attempted to seal a "large" perforation in the right coronary artery using the graftmaster stent graft. Reportedly, the perforation was "large" and the dr overlapped four (4) graftmaster stent grafts to seal the perforation. It was noted that the perforation resulted in pericardial effusion and hypotension. Reportedly, measures were taken to treat the hypotension including placing the pt on an intra aortic balloon pump. The pt expired on the same day in the "unit". It was also noted that the pt was not a surgical candidate. For reporting purposes this report represents the second graftmaster device used.